Event description:
Device 1 of 3 (see MFR report #s 1627487-2010-03155 and 03156 for devices 2 and 3). The patient received his scs system on (B)(6) 2010, consisting of an ipg, percutaneous lead and anchor. On (B)(6) 2010, it was reported that the patient's scs system was removed due to an infection found at both the ipg pocket and lead incision site. A culture was taken; however, the results were not disclosed. The patient is being treated with intravenous antibiotics, but it is unk at this time whether he will receive a replacement system. F/u on the patient found that he is recovering well with no new issue reported. The explanted devices will not be returned to the MFR.

Manufacturer narrative:
Method: the device history and sterilization record were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.